Event description:
It was reported that the asymptomatic patient presented for a follow after not being seen for a year and half. The pulse generator exhibited noise. The noise was not reproducible with isometrics. The device remained implanted and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.